Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as itchy, no broken skin, under the device specifically on one of the patient's moles. There was no alleged device malfunction. The patient's nurse recommended an unknown product. The patient reported the skin had gotten better.